Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software, a sensor found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was activated with a retained reader and a linearity test was performed, all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information: section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6)

Event description:
The customer reported that the low glucose alarm did not sound with the adc freestyle libre 2. The customer subsequently experienced the symptom of a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare provider who obtained unspecified blood glucose and was diagnosed with hypoglycemia. The customer received unspecified treatment from the hcp and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) was updated, as it was incorrectly documented in the previous (initial and initial correction) reports. Section d4 (expiration date) and section h4 (device mfg date) were updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported that the low glucose alarm did not sound with the adc freestyle libre 2. The customer subsequently experienced the symptom of a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare provider who obtained unspecified blood glucose and was diagnosed with hypoglycemia. The customer received unspecified treatment from the hcp and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the low glucose alarm did not sound with the adc freestyle libre 2. The customer subsequently experienced the symptom of a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare provider who obtained unspecified blood glucose and was diagnosed with hypoglycemia. The customer received unspecified treatment from the hcp and no further treatment was reported. There was no report of death or permanent injury associated with this event.